Event description:
Indication: selective deficiency of immunoglobuling [lgg] subclasses; spontaneous report. Patient reports freedom pump sn (B)(6). Internal mechanism spring not waking. Just a ticking noise that wasn't there before. No other infcl'mation known. No missed dose or adverse event reported. Pump will be returned. Reported to (B)(6) by pt/caregiver.